Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 18mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 120mm. It was reported that thrombus or plaque was displaced into the right renal artery during the placement of the stent graft. A palmaz stent was inserted into the right renal artery resulting in good flow. It was reported that the stent graft was accurately placed and there was no difficulty deploying the stent graft. Final angiogram demonstrated no endoleak with a successful outcome. No additional clinical sequelae were reported.